Manufacturer narrative:
The hill-rom technician found the siderail would not latch due to the ratchet rivets on one siderail bar were missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2009 and 2001-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the ratchet rivets to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the patient's right siderail is broken and will not latch. The bed wa located at the account in ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).